Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 382. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did not exit. The customer was advised to run manual prime until at least 5.0 unit and insulin exit with manual prime. Customer was advised the pump is working as designed. The customer was explained the alarm was caused by set/reservoir occlusion. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 218 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement and motor tests. No motor error alarms were noted. No unexpected no delivery alarms were noted. No motor position encoder error alarms were noted or present in the history file. The pump was received with a cracked case at the display window corners, a broken reservoir tube lip, a torn keypad overlay, minor scratches on the case, reservoir tube window and lcd window, as well as a corroded battery tube.